Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant ise indirect na, k, ci for gen.2 results for 1 patient sample on a cobas 8000 cobas ise module (double). The initial na result was 118.5 mmol/l. The repeat result was 138 mmol/l on a different ise module. The repeat result was 139.1 mmol/l on the original ise module. The initial k result was 3.68 mmol/l. The repeat result was 4.34 mmol/l on a different ise module. The repeat result was 4.34 mmol/l on the original ise module. The initial cl result was 83.1 mmol/l. The repeat result was 98 mmol/l on a different ise module. The repeat result was 99.1 mmol/l on the original ise module. No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. There was no problem found with the other assays or the sample. The qc was acceptable. There were no further patient samples issues. Based on the provided data the instrument was determined to be in "very good condition". The investigation was unable to find a definitive root cause.